Manufacturer narrative:
Additional information: customer declined product return to manufacturer. Correction: FDA codes inadvertently left off initial medical device report (MDR) and now provided.

Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly and would not hold position. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.